Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip functional issue, screwdriver not useable.

Manufacturer narrative:
Product complaint # (B)(4). An initial medwatch was filed on this complaint as a conservative approach. Device was received at the investigation site on 18jan2018 where it was noted that the driver tip was stripped. As such, the device is now considered a non-reportable malfunction. Follow up was filed to communicate reevaluated device reportability status.

Manufacturer narrative:
Product complaint # (B)(4). An initial medwatch was filed on this complaint as a conservative approach. Device was received at the investigation site on 18jan2018 where it was noted that the driver tip was stripped. As such, the device is now considered a non-reportable malfunction. Follow up was filed to communicate reevaluated device reportability status.